Manufacturer narrative:
Per evaluation from the manufacturer: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed. The device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the cause of the described fault is wear of the adhesive at the tip of the c-mac blade, resulting from normal use and repeated reprocessing cycles. Wear of the adhesive can allow liquid to penetrate the blade, which may affect the optical and electronic components. This intrusion can lead to camera malfunctions, resulting in a blurred image or, in some cases, a complete loss of image. Should new or additional relevant information become available, we will resume the investigation accordingly. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device is pending receipt by manufacturer. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported there was an issue with visualization; black screen, lines over the screen and blurriness. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
Device received by manufacturer as noted in section d9. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).